Manufacturer narrative:
The returned intraocular lens was evaluated and verified to have signs of handling. Both haptics were bent, with one also nicked/chipped. The optic was torn/split into two pieces. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. Add'l info was requested 03/19/2007, 04/02/2007 and 04/03/2007 by phone and 03/20/2007 by mail and fax. The questionnaire has not been returned.

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a consumer complained of hazy vision. Due to a mark on the lens, the surgeon explanted the lens on an unknown date. The surgeon reports that the consumer had "serious retinal issues" prior to surgery. Additional information, including patient status, has been requested.